Event description:
Head came apart from unit & was left with small piece of metal in mouth - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush head came apart from oral-b toothbrush unit and she was left with small piece of metal in her mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.